Event description:
In 07/2003, the pt reportedly was seen by the surgeon who observed a "red spot" under the external headpiece. The surgeon reportedly recommended that the pt discontinue use of the external headpiece. In 08/03, the pt reportedly was seen at the center. The device reportedly had begun to extrude. An infectious disease specialist stated that the infection was caused by staphylococcus epidermis. The pt's c1 device was explanted without notification to the company. The pt was implanted on the contralateral side with another advanced bionics cochlear implant.